Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 80.5mm with a perimeter derived diameter of 25.6mm suggesting a 29mm evolut. The iliofemoral arteries measured more than the minimum required to accommodate the 14f equivalent delivery catheter system. However, there is evidence of significant tortuosity in the aorta with calcium distribution in the abdominal aorta and bilateral common iliac arteries. Fluoroscopy valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. Despite the significant tortuosity, the delivery catheter system was attempted to be advanced through the vasculature but failed to cross the aortic valve. Fluoroscopic evidence shows evidence that further attempts to implant the valve were aborted. A peripheral angiogram was performed and there is evidence of contrast extravasation consistent with an aortic rupture or perforation after pulling back the femoral sheath. It was reported that the patient went into cardiac arrest and subsequently died. Per medtronic best practices, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the instructions for use (IFU), if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29 (lot: 0012056286); product type: 0195-heart valves; implant date; explant date product ID evproplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an abdominal aortic rupture occurred and the patient died.

Manufacturer narrative:
Updated data: b2 b5 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the delivery catheter system (dcs) partially contributed to the rupture and death. Per the physician, the patient's tortuosity in the aorta and thoracic aorta caused pressure on the dcs in the abdominal aorta leading to the rupture as the dcs could not advance. The patient went into cardiac arrest and did not recover.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an abdominal aortic rupture occurred and the patient died. Additional information was received that per the physician, the delivery catheter system (dcs) partially contributed to the rupture and death. Per the physician, the patient's tortuosity in the aorta and thoracic aorta caused pressure on the dcs in the abdominal aorta leading to the rupture as the dcs could not advance. The patient went into cardiac arrest and did not recover. Additional information was received that due to the seriousness and rapid evolution of the event, no intervention was performed prior to the patient's death.